Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, it was noted that the patient's uterus was very retroverted. The physician used a tenaculum to pull the cervix for more axial position. The physician removed the weighted speculum and inserted and filled the balloon. It took a while to stabilize pressure but finally did around 180mmhg. The physician pushed start, the balloon heated up as usual but pressures were jumping around into the 140's and then up to high 160's. This continued for most of the procedure. The pressures dropped fairly quickly during the cooling phase. All the liquid was removed from balloon and the catheter was removed. It was then noted that the patient had a burn which was described as a long white line along the posterior wall of the vagina mimicking the white cannula wand. It went from outside the vagina to the cervix. The physician cut away the burnt tissue and reapproximated the healthy tissue with suture. Another physician was called in to ensure the burn hadn't gone through to the rectum. It was confirmed that it had not and was noted to be a superficial burn. The patient was stable following the procedure. The physician opined that the wand/white part of the cannula, caused the burn. The current status of the patient was reported as being unable to work, sit down and in a lot of pain.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was one balloon pinhole and a cracked hex cap. There were no other pressure/fluid leaks were found. The device was functioned properly for electrical.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with d&c, removal of iud, hysteroscopy and excision of vaginal lesion.